Event description:
The customer originally returned his olympus evis exera ii video system center due to a software issue. According to the initial reporter, the processor was periodically unable to load the data properly. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that the printed circuit board of the subject device had failed. This report is being submitted to capture the failed printed circuit board found during the evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, a failed printed circuit board was found, causing the front panel and buzzer function to not function properly. Additionally, dust was found inside the unit and rust was noted on the cabling. The foot was found deformed. However, the user's report of a data processing issue was not replicated. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. It has been over 10 years since the subject device was manufactured. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the legal manufacturer's investigation, the cause of the phenomenon ¿front panel button not working¿ appears to be due to faulty patient circuit boards (cp and dx boards). The cause of the faulty cp board and dx board could not be determined. Olympus will continue to monitor field performance for this device.